Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. G6: report type ¿ updated/follow-up. H2: correction / additional info and device evaluation. H6: event problem and evaluation method codes - additional.

Event description:
It was reported that an app crash alert occurred. Data was evaluated and the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash alert occurred. It was determined that loss of connection was related to the mobile application. Data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.